Manufacturer narrative:
Occlusion is labeled in the IFU. No product or images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description and the physician's comments: "regarding the stenosis by a kink of the left iliac leg, it was good that the stenosis could be solved with ivr before the iliac leg was occluded. A reason of the left iia occlusion is not a migration of the left iliac leg but unknown. Although the patient complained of gluteal claudication, I judged that it would not be a problem." A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair. The final angiography showed no problem, so the procedure was completed successfully at that time. On (B)(6) 2011, since the patient complained of gluteal claudication, CT was attempted on an outpatient basis. The CT revealed: the left iliac leg was stenosed by a kink, which caused a decline in blood flow to the left distal site. Other manufacturer's stent was placed in the stenosed part to solve it, and the procedure was completed due to an improvement of the blood flow. (180334-2011-00259). The left iia was occluded for unknown reasons. Although the patient complained of gluteal claudication, the physician judged that it would not be a problem. (180334-2011-00260) there has been no patient outcome provided.